Event description:
Ous MDR. After an implantation period of about 15 months, oversensing with inappropriate shocks was reported. During the revision procedure of the rv lead, possible signs of insulation failure on the OEM arterial lead were also suspected. The lead was explanted and replaced, but not returned to biotronik.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available iegm freezes confirmed the presence of noise on rv channel (see fig. 1) which led to shock delivery as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.